Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had two no delivery alarms. Blood glucose level at the time of the incident was 369 mg/dl. During troubleshooting, the customer was able to get insulin to exit with no alarm. The customer was advised that the no delivery alarm was due to a reservoir/set occlusion. The reservoir was replaced, but was not returned for analysis.